Event description:
Litigation alleged the patient suffered pain, soreness, discomfort, decreased range of motion of the joint, difficulty walking, standing and/or sleeping, and elevated metal levels (measured at 19.0 mcg/l cobalt and 18.0 mcg/l chromium) due to the implanted asr hip. During the asr hip revision procedure, the physician reportedly noted an acetabular component without bony ingrowth, extensive fretting at the taper junction, chronic tissue inflammation with a foreign body giant cell reaction, and eosinophilic necrosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). A search of the complaints databases finds no other reports against the femoral stem product/lot code combination. Based on the inability to find any other reported incidents against the provided product and lot code, it is not unreasonable to conclude that there are no anomalies with regard to manufacturing, inspection or sterilization contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.